Event description:
The user facility reported that during an unspecified procedure, the user could not see through the scope due to loss of image. There was no further information provided.

Manufacturer narrative:
Olympus contacted the user facility via telephone and in writing to obtain more detailed information regarding the report but with no result. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. There was no visible image provided by the device and there was evidence of fluid invasion inside the eyepiece, control body, bending section and light guide lens. In addition, the distal end was found detached from the bending section. The device passed leakage testing. As the device passed leak testing the likely source of the fluid invasion appears to be due to mishandling during reprocessing. The referenced device was refurbished. This report is being submitted as a medical device report in an excess of caution.